Event description:
It was reported by the field that the lead was explanted and replaced due to twiddlers syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.